Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) france alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "125 mg/dl" with the subject meter and "103 mg/dl" on a laboratory device, performed within an unspecified time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.